Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred every morning. The user¿s blood glucose level was 170 mg/dl. Tandem technical support (cts) educated the contact on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. The contact stated that the feature was turned off on their previous pump. Cts confirmed that the feature was turned off on the previous pump and the contact changed the auto-off time setting duration.